Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report mw5060871.

Event description:
It was reported that a patient underwent a gynecological procedure on 03/16/2010 for stress urinary incontinence and mesh was implanted. The patient reported that the device has failed. The patient has experienced pain, swelling in the abdomen, constant urinary tract infections, and incontinence. Additionally, the patient believes there may be some affected nerves due to pain in the head and chest when lying down. This pain is alleviated when repositioning. The patient is currently in search for a surgeon to remove the mesh. No additional information was provided.